Manufacturer narrative:
Results: evaluation of the returned product did not confirm that the unit is broken. However, the low battery led indicator does not blink and the volume control sounds the same on all the settings. The unit powers up and passes all other functional tests. Note: instruction for use state: the low battery light will flash red when new batteries are needed. Change batteries at once. (B)(4).

Event description:
Customer reported the alarm is broken and could not provide any further info. Customer did not provide a date when discovered. No pt incident or injury reported.